Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was 200 mg/dl. The customer was assisted with troubleshooting. Customer stated that they was on manual injection. Customer stated that drive support cap was normal. Customer reported that insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.